Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during catheter use, the physician perforated the patient's lateral left ventricular (lv) vein while searching for optimal lv lead placement. The physician proceeded with pericardial drainage and the patient was reported as well. A decision was reached to forgo lv lead implant and another device then selected for implant to complete the procedure. The field representative met with the physician post-implant. The physician stated that at no time, was a boston scientific product alleged to have caused or contributed to the vessel perforation. The physician stated it was directly related to a patient anatomic condition. No return of product is expected.